Manufacturer narrative:
The reported event for intermittent capture was not confirmed. Analysis was normal. No anomalies were found.

Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the atrial lead was pulled back and subsequently exhibited intermittent capture. On (B)(6) 2021, the lead was explanted and replaced.